Event description:
Event description guidant received information that this pacing system, which includes a guidant pacemaker, and two non-guidant epicardial leads, was oversensing on the ventricualr channel, causing a pause in therapy.